Event description:
Add'l info provided by the reporting surgeon indicates that the pt's endophthalmitis has resolved with treatment.

Event description:
A ophthalmologist reports that a pt developed endophthalmitis following cataract surgery. More info is being sought.